Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Troubleshooting was performed and the occlusion was found to be within the infusion set tubing. The customer stated that they were to change their cartridge and infusion set as they were on day three of using these supplies. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump.